Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and bleeding.

Event description:
Healthcare professional reported "swelling", "bleeding", "bia-alcl suspected", "pink color tissue fluid and mucus substance were found around the textured type implant, and they were covered by membrane". Manufacturer of affected device is unknown. This record is for left side. The device has been explanted. Biomarkers not present as testing found no malignancies.